Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided charging pad. There was no reported adverse impact to the customer. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.